Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple overnight low blood glucose values in the 30¿40 mg/dl range, treated with approximately 12 glucose tablets, followed by a subsequent rise to the high 200s mg/dl and additional carbohydrate intake announced on the ilet pump; the event involved user management decisions rather than device malfunction and no applicable device component was implicated. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with improper or incorrect treatment of hypoglycemia and premature treatment when glucose was near 90 mg/dl. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.